Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, during a normal device changeout procedure, the insulation on the existing right ventricular (rv) lead was damaged. Subsequently, this rv lead was capped/surgically abandoned, and another lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that, during a normal device changeout procedure, the insulation on the existing right ventricular (rv) lead was damaged. Subsequently, this rv lead was capped/surgically abandoned, and another lead was successfully placed. No additional adverse patient effects were reported. Please note: this report has been updated to include the patient identifier, the model/serial number of the device, and manufacturing site information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: patient code 3191 captures the reportable event of prolonged procedure.